Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Patient had lasik procedure on (B)(6) 2025 on both eyes and a bandage contact lens was placed. At one day post-op patient reported that his vision is still slightly hazy but improved from surgery day. He has been compliant with pred-moxi in both eyes. Patient is healing well to both eyes. He has some epithelial irregularity in both eyes. At one week post patient reports blurred vision in the left eye at a distance and at near. He reports dryness in both eyes. He reports compliance pred-moxi 3 times daily in both eyes. At one month post op patient presents with epithelial ingrowth in the left eye and blurry vision. He continues to instill pred-moxi once daily in both eyes. On (B)(6) 2025, patient presents for flap lift with epithelial ingrowth removal, left eye. At one day post op flap debridement in left eye patients states vision is doing well and also reported pain but had diminished. On (B)(6) 2025, patient presented for follow up after flap debridement, left eye. He states the left eye has not improved. On (B)(6) 2025, patient presents for lasik enhancement evaluation, left eye. He reports the left eye is blurred at all ranges. No additional information has been provided. Left eye best corrected visual acuity (bcva): on (B)(6) 2025: 20/20, on (B)(6) 2025: 20/30.